Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 428 mg/dl. The customer was thirsty and had dry mouth. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting and the insulin pump passed the test functions.